Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had a failed thermistor and small cuts on the cord. It was determined that the failed thermistor was due to corrosion. It was determined that the device showed signs of damage indicative of damage caused by the sterilization process or immersion during cleaning which was failure to follow directions for use. It was determined that the small cuts on the cord were caused by allowing the cord to come in contact with a sharp object. The assignable root cause for failed thermistor and small cuts on the cord was determined to be due to misuse, abuse and/ or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was not working with the hand control device. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.